Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the pretest could not be performed due to the damaged side plates and bottom roller. The side plates and bottom roller were replaced and resolved the reported issue. It was noted that the device was last repaired in 2023 and has not since been returned for annual preventative maintenance. DHR was reviewed and no discrepancies related to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device failed to advance mesher carrier. No patient impact was noted. Diligence is complete.

Manufacturer narrative:
This incident was captured under (B)(4). Once investigation is completed a supplemental/final report will be submitted.